Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon was attempting to insert a 13.2mm vticmo13.2 implantable collamer lens, -15.50/+1.0/091 (sphere/cylinder/axis) in the patients right eye (od) but the lens became stuck in the cartridge and tore. There was no patient contact or injury. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was due to the device.